Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the endowrist stapler 45 instrument for failure analysis investigation but at this time the instrument has not been returned. Additionally, the root cause of the event cannot be determined. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System log review was conducted during the support call and confirmed that a stapler 45 failed in its operation with failure mode: unclamping failure. General failure for endowrist stapler 45 sn: (B)(4). Instrument log review was performed for a procedure on (B)(6) 2020 on system (B)(4). Endowrist stapler 45 pn: 470298-14 // ln: t10190528-0017 // sn: (B)(4) was used in a procedure on (B)(6) 2020 with 10 of 50 uses remaining. The same instrument was last recorded in a procedure on (B)(6) 2020 with the same 10 of 50 uses remaining, indicating that the instrument was not used for stapling in the procedure related to this event. An isi advanced failure analyst (afa) engineer reviewed stapler logs and found that the logs showed that endowrist stapler 45 instrument pn 470298-14, lot t10190528-0017 was installed one time with a blue reload. The instrument completed two clamps in two attempts but never attempted to fire after either of the completed clamps. The unclamp that followed the second completed clamp failed at 38% completion. The logs showed that the e-stop (emergency-stop) button was pressed roughly four minutes after the unclamp failure. The system detected the stapler release kit (srk) being used on this instrument. It was not clear from the logs why the srk would not work. Based on the information provided at this time, this complaint is reportable due to the following: removing tissue that was already planned to be removed as part of the planned procedure, and did not necessitate additional functional tissue removal, is not considered ¿permanent impairment¿. The procedure completed robotically and the removal of the tissue did not impact the procedure outcome. However, after an unclamp failure, an endowrist stapler instrument failed to release from bowel tissue when commanded by the user or system. If this event were to recur, it could cause or contribute to an adverse event.

Event description:
It was initially reported that during a da vinci-assisted procedure, the jaws of an endowrist stapler 45 instrument would not open and the jaws were stuck on tissue. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for support, the customer reported trying to use the stapler release kit (srk) but it did not work; the instrument jaws still would not open and it remained stuck on tissue. The tse asked the customer if there was a fault that caused this issue or if the stapler instrument had fired yet? The customer said that they clamped and then the jaws got stuck and no staples were fired. The tse informed the customer that if the srk was used, and the jaws would not open, the surgeon would need to find an alternative way to remove the stapler. The tse offered to have a system inspection but the customer declined. It was later reported through follow-up that the surgeon cut around unspecified tissue to remove the instrument but that the tissue that was removed was scheduled for removal as part of the planned surgical procedure. There was no unexpected bleeding. The procedure completed robotically with no report of patient injury. On 05-jan-2021,isi obtained the following additional information regarding the reported event: during a da vinci-assisted pancreatectomy whipple procedure an endowrist stapler 45 instrument jaws would not open and the jaws were stuck on bowel tissue. The use of an srk was attempted but it did not work; the instrument jaws still would not open. The surgeon used a vessel sealer instrument to seal around the bowel tissue to separate, then remove, the stapler instrument. The surgeon confirmed that he had planned on removing that portion of bowel tissue as part of the planned surgical procedure. There was no unexpected bleeding. There were no intra-operative complications and no medical intervention was required. The procedure completed robotically with the use of a backup stapler instrument and no report of patient injury. The patient¿s current status was unknown.